Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 10 mg/ml morphine at an unknown dose. It was confirmed the catheter had a leak. The patient had been doing fine following the pump replacement due to normal battery depletion, but ended up in the emergency room (ER) with typical opioid withdrawal symptoms. The pump was checked and appeared to be working fine. A dye study was performed, which showed dye leaking out of the catheter. A tiny leak in the catheter body where the dye study had shown the leak to be was identified when the hcp flushed saline through the removed catheter. There was no obvious break. The current location of the catheter was unknown as it was initially stated the catheter was discarded, however a manufacturer representative (rep) may have taken it. No further information was provided. No further issues were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. The manufacturer¿s device registration system indicates that the catheter was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The reporter thought the intrathecal drug was either dilaudid or morphine, but did not know for certain what drug was in the pump reservoir. The indication for pump use was cervical radiculopathy and non-malignant pain. On (B)(6) 2017 it was reported that they replaced the patient¿s pump approximately 6 weeks ago and now the patient had symptoms of withdrawal. The patient went to the ed (emergency department) yesterday ((B)(6) 2017). The symptoms began on (B)(6) 2017. Additional information was received on (B)(6) 2017 from the hcp who reported that the cause for the patient¿s withdrawal symptoms was determined to be a catheter fracture at the lumbodorsal fascia/anchor site. The patient was admitted to the hospital and given oral and IV (intravenous) opioids. An outside physician was going to replace the catheter. Additional information was received from a company representative who reported that the catheter revision was being done today ((B)(6) 2017). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the physician who was in the operating room flushed water through the explanted catheter to see if he could identify if there was a crack in it and they saw that there was a pin hole size opening in it which water squirted out of. It appeared to be made by a needle puncture. The managing physician was made aware of the catheter issues by the other physicians. No further patient complications were reported or anticipated.